Event description:
It was reported that the diagnostic ftrd was used to treat an adenoma in the appendiceal orifice. Due to a large amount of tissue mobilized into the cap, the view of the white application ring was limited. After turning the hand wheel the successful clip application was not verified prior to tissue resection. The resulting perforation was closed with a clip within the same procedure.

Manufacturer narrative:
The device in question was partially returned for technical analysis. The hand wheel was not returned. Upon arrival the clip was still on the cap and slightly advanced on one side. During technical analysis the clip could be applied without any problems. All available components were inspected and no deviation from product specification could be detected. Due to localisation, the endoscope was coiled during the procedure, which may have limited force transmission to the clip and affected the haptic impression when turning the handwheel (increased force). In addition, the cap was completely filled with tissue, which limited the view of the white application ring during its forward movement, leading to the mistaken assumption that clip application had occurred. The failure was caused by a procedural complication and was not device related. It is stated in the instruction of use that the white application ring must be remain visible and be observed. Only when the white application ring has moved fully forwards to the edge of the cap the clip has been applied. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of target tissue. Note: this report is a retrospective submission of complaints from the year 2023.